Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported approximately 77 months after the implantation, that there was a sudden increase of shock impedance (greater than 150 ohm). The device has been explanted and a new lead was implanted. An explant date was not provided.